Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has damage to the percutaneous portion of the driveline 4.25¿ from the exit site above the connector causing short to power lines. The pump was off. The site planned to go on site to re-insulate the exposed wires and secure the damaged area. Log file review was requested, and the log files captured pump stops on (B)(6)2024 due to fuse a & b being open in the system controller. Technical services noted that a short in the driveline was a possible cause of the fuses opening. Technical services originally stated that if a controller swap did not resolve the issue, this would indicate the driveline short was active. The customer additionally stated that at the time of the log file review, no controller exchange had been attempted despite statements to the contrary. The customer then reported that the controller was exchanged, and the pump restarted. An insulation repair was scheduled the for patient with the cut driveline above the modular connector. Visual inspection showed the cut to driveline with damaged kevlar and exposed wires. The site pulled back the silastic layer, kevlar, and bionate on either side of the cut. They noted slices through yellow, green, and blue wires that could have caused a short if touching (or touching through conductive intermediary such as knife). The damaged wires were wrapped in kapton tape, and then all wires were wrapped in additional kapton tape to add further protection and rigidity. The open area was wrapped with rescue tape. Related manufacturer reference number: 2916596-2024-01520 (pump).

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of the system controller's fuses becoming damaged was confirmed via the provided log file. The provided log file contained data spanning approximately 8 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 22:15:42, controller internal fault, low flow, and lvad off alarms were observed, and the associated opc_a and opc_b open fault flags indicated that damage to both of the controller¿s fuses had occurred and the pump was stopped. The controller was exchanged on (B)(6) 2024. When the controller was powered on again on (B)(6) 2024 to retrieve the log files, the controller internal fault alarm correlating to both damaged fuses was still active, indicating that the controller would no longer support a pump. These findings are consistent with the reported partial cut to the patient¿s driveline. Prior to the driveline being partially cut, the system controller and pump appeared to be operating as expected. The system controller (serial number (B)(6)) was not returned for analysis. The controller was exchanged, and the pump started again without issue. Available information for this event suggests that the patient¿s driveline was repaired. Questions regarding further information about the event were asked multiple times and no responses were received. The root cause of the reported event was determined to have been the patient¿s driveline becoming partially cut; however, the root cause of how this cut occurred was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their drivelines, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.